Manufacturer narrative:
All available information was investigated, and the reported physical resistance of the arm positioner, difficulty to close, unintended movement of clip open during establishing final arm angle (efaa), and clip jumping were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip jumping, difficult to close, unintended movement of clip open during efaa, and resistance of the arm positioner. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During preparation of a mitraclip device, the device jumped open from 40 degrees to 90 degrees during establish final arm angle (effa). The clip opened going from a neutral knob position. Troubleshooting was attempted successfully, and the second attempt at efaa passed. The clip was then inverted and the clip arms did not close smoothly. The clip was difficult to close. Resistance was felt with the arm positioner knob when closing the clip from inverted. Two attempts to close the clip were performed, and roughness was periodically felt while closing the clip. The clip was replaced to complete the procedure successfully. The final mr was grade 2. There were no reported adverse patient effects and no clinically significant delay.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.